Event description:
It was reported the pt experienced inadequate stimulation in her lower back. Reprogramming has resolved this issue multiple times; however, the issue has reoccurred. F/u info revealed the pt met with the physician and decided to undergo surgical intervention at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.